Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported after use the bd vacutainer® serum blood collection tubes had the stopper creep out or had a loose closure. This event occurred 4000 times. The following information was provided by the initial reporter: "when the tubes are re-capped, they open by themselves."